Event description:
The customer reported not getting diffs and a fluid leak from an unknown source of the coulter lh 500 hematology analyzer. The instrument was giving vote outs for differential parameters when the leak was noticed. The volume of the leak was 3 ml and was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.

Manufacturer narrative:
The field service engineer (fse) observed a small leak and instrument not displaying diffs. The fse found leak coming from I beam tubing through pv27. The fse replaced the I beam tubing and brown stripe tubing through pv 27 and pv28. The instrument ran without any leaks and gave proper results for differential parameters. (B)(4).